Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown.

Event description:
Doctor indicated that screw part of ilpac3217 fractured in the implant. Doctor was able to retrieve the fractured portion and implant is fine. Tooth site # 11.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of a fractured screw was not confirmed. Visual evaluation of the as returned products identified no signs of a fractured screw. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.